Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed by removing the spring coil from the body as a whole, and another spring coil was used for embolization. No issues were encountered prior to coil non-detachment. It was noted that there was no abnormality on pushwire. The proximal detachment point was kinked, but there was no sign of breakage.

Event description:
Medtronic received a report that an axium coil could not be detached. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the left c6 with a max diameter of 11 mm and a 5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that when the healthcare professional (hcp) was performing coil embolization, after this coil was delivered in place, the detacher was used but failed to detach it. The marked section at the tail end of the pusher could not be broken off, and it only kinked but did not break. Later, an attempt was made to detach it by hand directly, but the pusher still could not be broken off. An attempt was also made to perform electrolytic detachment, but it still failed. Finally, the whole was withdrawn. The physician attempted to detach the coil with the instant detacher 2 times and did not try to detach with another instant detacher. It was noted that there was no issue with the instant detacher. Manual method was attempted 2 times. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.